Event description:
It was reported that the device failed to detect a pt connection to provide treatment during a rescue. A male pt was found collapsed in a gym and the first responders placed him in a tub filled with cold water since a stroke was suspected. The pt was removed from the water and dried as the responders suspected a cardiac arrest. The device was connected the pt and reported to alarm to the "connect electrodes" message. A second defibrillator (brand unk) was connected and a single defibrillation shock provided to convert the pt to a normal sinus ECG rhythm. The pt was then transported to the hospital and discharged later. There was no adverse event reported as the result of the device use and no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): the customer declined to release the device to physio-control for eval and informed that the facility is planning to replace the defibrillator instead. Hence, physio is unable to further investigate the reported event and determine the cause of the failure.